Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, the user reported hyperglycemia with a highest blood glucose (bg) of 460 mg/dl following repeated leaks at the cartridge and connector. The event was resolved after a supply change and insulin delivery resumed. No medical intervention was required.